Manufacturer narrative:
Patient height reported as (B)(6). (B)(6). Date of non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a plate and six screws on (B)(6) 2017 due to nonunion. The plate and screws were originally implanted on (B)(6) 2017 for a right midshaft tibial fracture. At the time of the original surgery, the patient had refused treatment with a nail. A nonunion was discovered on an unknown date postoperatively. The plate and screws were removed intact and patient was revised to a nail and locking screws with bone graft. The surgery was successfully completed with no delay. The patient outcome was reported as fine. This report is for one (1) 4.5mm cortex screw. This is report 6 of 7 for (B)(4).